Event description:
It was reported that the pt complained of pain in right hip. MRI showed fluid build up and extensive tissue damage. Surgeon noticed excessive fretting at the head neck junction. Replaced with a restoration modular cone conical hip.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add¿l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report. This is the same patient/event as: MFR number: 2249697-2012-02120.